Event description:
The customer reported the sys lost pt images from a prior case. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the svc call. The system was tested and found to be working as intended and put back into svc.